Event description:
The customer reported to customer service that the power supply for her pump started sparking at the strain relief three weeks ago. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that she did not see smoke or fire, but she did see smoke and sparking where wires are exposed wires at the strain relief. She also indicated that no injuries were sustained as a result of the issue. Refer to eval summary, for details of the analysis/eval performed on the power supply. In summary, a breach in the insulation on the dc output cord at the strain relief was present, exposing wires and resulting in a short which could cause sparking. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Eval summary: a visual exam of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual exam of the cord revealed a breach in the insulation at the strain relief, exposing wires. The power supply was plugged in and the voltage across the dc plug was measured at 0.00 vdc, which indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire, and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 60.1 ohms, which is normal and indicates that the thermal fuse did not blow.